Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl. Customer changed the pump supplies. Correction bolus was delivered and manual insulin injections were administered to address bg. Cause of elevated bg was not known. Recommendation was made for the customer to discuss the event with a healthcare provider.